Event description:
Additional information was received from the manufacturer representative (rep) reporting that the ins was replaced on (B)(6)2024.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient came for follow-up care. After 9 years the implanted neurostimulator (ins) was still running. However, this should wear off after 9 years. Patient has to charge daily. The implant was deeply discharged for about 5 years and was reactivated last year. Since then, the patient has had to charge every day. Voltage from the ins is at 3.64v. No troubleshooting was done, the ins will be replaced. The issue has not resolved, no patient harm reported. Additional information was received. The reason for the ins being discharged/not used for 5 years was that the patient just did not want to use it. The patient is recharging more frequently than they did 5 years ago. Patient settings are 2 electrodes group a: #1 electrode: 0-, 3+ amplitude: 2,8v, pulse width: 150us, frequency: 70hz, and #2 electrode: 4-,7+, amplitude_3v, pulse width: 210us, frequency: 70hz. The ins is being replaced because of the recharge frequency and that it has been 9 years since their implant. Unknown when their ins will be replaced. Information confirmed with physician/account.